Event description:
During a laparoscopic assisted vaginal hysterectomy, the nylon flare on the cutting forceps (white spacer which fits between the shaft end and the forceps/jaws) came off and fell into the pt and the surgeon couldn't retrieve it.

Manufacturer narrative:
The device was received and photographs were taken, and are on file. Half of the flare was returned with the device. Both the jaw electrodes and the power cable were cut off of the device by the user. The distal end of the shaft has been cut or trimmed back so that the blade is exposed at the distal end. Cannot determine due to the condition of the flare whether or not adhesive is prevent. Due to the condition of the device when received, we cannot determine the root cause of the failure mode. A documentation search of the build records (DHR) show no discrepancies or nonconformance with the lot.